Manufacturer narrative:
The field service technician evaluated the device and discovered the power plug had loose wires within the plug housing. The wires were tightened, which resolved the arcing issue.

Event description:
It was reported that during testing conducted by a manufacturer field service technician, the rover power plug arced when plugged into the wall outlet. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.